Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to switch from the numeric key pad to the letter key pad on the touchscreen to be able to input the transmitter ID. Troubleshooting with tandem technical support was performed and the customer was able to successfully enter in the transmitter ID. There was no reported impact to customer's blood glucose level.